Event description:
It was reported that balloon deflation difficulties occurred. The target lesion was located in the anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. The balloon was inflated 4 different times. However, during deflation, the balloon would not deflate completely. The device was eventually removed without patient harm.